Event description:
Customer reports that needle tip broke during procedure. The tip was visualized and recovered. Surgeon obtained a replacement suture and completed the procedure without further incident.